Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via a implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019, the patient reported that in october 2018 they had the pump implanted. In (B)(6) 2019, the patient was not receiving any relief, even though it was slowly being increased since late november with 3 different medication changes to find relief. In (B)(6) 2019, it was found to not be working and per the patient the insurance company was denying the revision for 2 months. No further complication were reported or anticipated.